Manufacturer narrative:
The affected complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. A clinical evaluation indicated that without the requested supporting clinical documents a thorough medical investigation cannot be rendered. Should information become available this task can be re assessed. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No supporting clinical documents were provided to conduct a thorough medical investigation. Should any clinical information become available this complaint can be re-assessed.

Event description:
It was reported that revision surgery was performed due to pain. The product was replaced with the competitor's product.